Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hundred twenty- eight (128) solution administration sets had red particles in the tubing. This issue was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H1: one hundred twenty- eight (128) actual samples were received for evaluation. Visual inspection was performed and orange dark spots were observed on the outer wall of the tube in all samples. The particulate matter has the characteristics of the degradation of plastic material (pvc) by thermal process. This is a cosmetic defect that does not affect the function of the product and is not likely to cause a serious injury. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.